Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message at the beginning compressions. In addition, the crew noted the presence of the user advisory (ua) 12 (lifeband not present) error message. The crew switched to manual CPR and rosc was achieved upon arrival at the hospital. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and the archive data review. The root cause of the (ua) 07 error message was the defective load cell module 2, likely attributed to mishandling such as a drop or a defective component as load cell module 2 was replaced in july 2020. The secondary issue of the platform displayed user advisory (ua) 12 (lifeband not present) error message was confirmed during archive review but not during the functional testing. The root cause of the intermittent (ua) 12 error message was due to the switch lever being non-parallel to the switch likely as a result of normal wear and tear. The autopulse platform was manufactured in december 2007 and is almost 15 years old, past the expected service life of 5 years. During the visual inspection, unrelated to the reported complaint, observed the lcd screen with no backlight. The root cause was the defective lcd screen, likely due to wear and tear. The lcd screen was replaced to address the issue. During further inspection, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to remedy the issue. The cause for the sticky clutch could be due to wear and tear of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed that load cell module2 exceeds normal parameters and was replaced to remedy the (ua) 07 error. A review of the archive data showed multiple (ua) 07 and (ua) 12 error messages on the reported event date, thus confirming the reported complaint. The readjustment of the switch lever to a parallel position and verification using a standard belt test clip aid was performed to address the (ua) 12 error. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with sn (B)(4). Ccr (B)(4) reported on may 19, 2020, the load cell module2 was replaced to remedy the (ua) 07 error.